Event description:
Reporter alleged blood glucose measured 539 mg/dl back to back with a result of 156 mg/dl, when testing was performed at the same time. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.